Event description:
It was reported that this device exhibited tones thus the patient was seen for a follow up. The device was checked, and fault code 1003 was triggered, thus a request for longevity was needed. A review of the device data by engineering confirmed the low voltage fault. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the initial reporter information.

Event description:
It was reported that this device exhibited tones thus the patient was seen for a follow up. The device was checked, and fault code 1003 was triggered, thus a request for longevity was needed. A review of the device data by engineering confirmed the low voltage fault. Engineering noted despite premature battery depletion conditions there was sufficient capacity to support therapy for at least ninety days. A device replacement was recommended within ninety days. No adverse patient effects were reported. The device remains implanted.